Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a sleeve gastrectomy procedure, the metal piece on the underside of the reload dislodged and stuck in the cartridge half of the stapler during reloading. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.